Event description:
It was reported to medtronic neurosurgery that a pt fell and hit his head at the site of the valve implanted, and he began experiencing headaches. According to the report, when the valve was explanted it was discovered that the distal connector had ripped through the peritoneal catheter.

Manufacturer narrative:
The valve was patent. It met requirements for siphon and leak testing. However, the device did not meet specifications for reflux testing. The valve met all pressure-flow and preimplantation pressure requirements. Debris within the valve may hold pressure-flow controlling mechanisms open and interfere with the anti-siphon device. This may result in fluid reflux. The report states that the pt fell and hit his head at the implant site and began experiencing headaches. It is unk if the valve caused or contributed to the pt's symptoms. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of MFR.